Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint resulting from a device erosion reported to stimwave on (B)(6) 2019, by the territory manager. Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, where one (1) stimq receiver stimulator (stq4-rcv-a0) was implanted at the left occipital nerve to treat the patient's head pain. The implanting clinician was aware that the procedure was off label and made the decision to proceed with the implant. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all products used were intact. The procedure was completed without complications, and the territory manager maintained contact with the patient following implant. The patient visited the implanting clinician's office (date unknown) for a prescription refill. During the visit, the implanting clinician noticed the knot at the proximal end of the device was protruding through the skin. The territory manager was not present at the time of the visit and was not aware of the issue. The implanting clinician made the decision to remove the device and implant a new stimulator. The patient was sent home the same day with antibiotics (dosage and duration unknown). The procedure was completed without complications. The territory manager followed up with the patient on september 19, 2019 and was notified of the issue. The territory manager reported that the patient was doing well and did not lose therapy at the time of the event. As of october 17, 2019, the patient is doing well and is getting therapy from their new device. The territory manager reported that the issue was attributed to the implanting clinician's technique. The proximal end of the device was not implanted deep enough which could have also contributed to the event. Device erosion through the skin is known adverse event for peripheral nerve stimulator and the stimq peripheral nerve system (IFU 05-0669-2, page 24), and is mitigated as far as possible in the product's risk management file the root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is attributed to a combination of the implanting clinician's technique and the implanting clinician's noncompliance to device indications for use detailed in the product's instruction for use (IFU, 05-0669-2, page 4): the stimq peripheral nerve stimulator (pns) system is indicated for pain management in adults who have severe intractable chronic pain of peripheral nerve origin, as the sole mitigating agent, or as an adjunct to other modes of therapy used in a multidisciplinary approach. The stimq pns system is not intended to treat pain in the craniofacial region. The stimq trial lead kit is only to be used in conjunction with the stimq stimulator receiver kit. The trial devices are solely used for trial stimulation (no longer than 30 days) to determine efficacy before recommendation for a permanent (long term) device. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is attributed to off-label use and that device erosion is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from september 19, 2019 regarding the complaint and the root cause investigation. The source of the issue is attributed to the implanting clinician's noncompliance to device indications for use detailed in the product's IFU as well as the implanting clinician's technique when implanting the device. The stimwave product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as device erosion can lead to an injury, and medical or surgical intervention may be required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) on october 18, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a device erosion reported to stimwave on (B)(6) 2019.